Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of transposition of the great vessels with surgical repair, atrial fibrillation, pulmonary embolism (pe), coronary artery disease (cad) with stent placement, stroke/ transient ischemic attack (tia), osteoarthritis, hypertension, anxiety disorder, diabetes, permanent pacemaker implant, l5-s1 posterior lumbar fusions and psoriatic arthritis. The patient presented to hospital with pe, blood loss anemia and a gastrointestinal bleed while on anticoagulation therapy. Diagnostic testing revealed a gastric ulcer without active bleeding. The filter was implanted in an infrarenal position without complications. Approximately one month after the filter implantation, the patient was admitted to hospital with abdominal and chest pain. Diagnostic testing revealed a non-bleeding gastric ulcer and esophageal dysmotility. Approximately two months later, the patient consulted a physician for possible filter removal. The patient¿s physician indicated that given the length of filter implantation time, the filter was considered to be a permanent filter at that point and should be left in situ. The physician further recommended that the patient continue with oral anticoagulation therapy. No retrieval attempted was made. Approximately two years after the filter implantation, the patient underwent computerized tomography (CT) scan that revealed that the filter was located approximately 2cm below the renal veins with a slight right lateral tilt. The filter was noted to be abutting the left lateral wall of the inferior vena cava (ivc). There was no evidence of filter fracture or abnormalities of the ivc. The patient also indicated that the filter was embedded in the wall of the ivc and could be retrieved. The patient further reported having experienced intermittent loss of sensation in the lower extremities, muscle spasms in the hands and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Due to the nature of the complaint, the reported numbness and muscle spasms experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from tilt of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the medical records, the patient was admitted with pulmonary emboli (pe), blood loss anemia and a gastrointestinal (gi) bleed on anticoagulation. Endoscopy revealed gastric ulcer without active bleeding. The medical history included transposition of the great vessels with surgical repair, atrial fibrillation, pulmonary embolism, coronary artery disease (cad) with stent placement, stroke/ transient ischemic attack (tia), osteoarthritis, hypertension, anxiety disorder, diabetes, permanent pacemaker implant, l5-s1 posterior lumbar fusions and psoriatic arthritis. Per the implant records a veno cavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. About a month after the filter was implanted, the patient was admitted through the emergency room (ER) with abdominal/chest pain. Endoscopy revealed a non-bleeding gastric ulcer and esophageal dysmotility. Chest x-ray revealed changes associated with previous surgical repair of the great vessel transposition. Two months after the ER admission, the patient had a cardiovascular consultation for filter removal, and was told that due to the amount of time the filter had been in, it was considered a permanent filter. The patient was recommended to leave the filter in-situ in addition to oral anticoagulation. No removal attempt has been made. Approximately two years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported an inferior vena cava (ivc) filter located 2cm below the lowest renal vein, with a slight right lateral tilt, abutting the left lateral sidewall of the ivc. No filter fracture nor definite abnormalities of the ivc were noted. Supernumerary lymph nodes were reported as incidental finding. According to the information received in the patient profile form (ppf), the patient reports tilting, filter embedded in wall of the ivc, device unable to be retrieved, intermittent loss of sensation in lower extremities, muscle spasms in hands causing issues with holding and grasping objects and anxiety related to the filter, becoming aware of these events approximately six weeks post implantation.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned including, but not limited to, tilt of the filter and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from tilt of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.